Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately ten months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7070293.

Event description:
It was reported that the patient had a suspected lead fracture. It was unknown if the lead fracture was confirmed through imaging.